Event description:
Zoll one step electrodes failed to display an accurate EKG waveform. Two sets were used. The first set reportedly displayed practically nothing. It was reported also that they were not sticking to the pt well. The packaging for that set was lost. The second set with lot # 4415 performed somewhat better but was still inaccurate compared to the bedside monitor.